Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia and spinal pain. It was reported that in (B)(6) 2019, the patient started getting a flashing reposition antenna screen on their recharger even though the recharger was fully charged. It was confirmed that the last time the patient had charged the ins was over a month ago. They had been hospitalized for unrelated issues, which was why they hadn't charged for over a month. They were redirected to see their doctor to determine if the ins had gone into over discharge. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) reporting that the patient¿s ins was over discharged and they were performing a physician mode recharge (pmr). The rep inquired if the patient was able to clear the por with their patient programmer or I a clinician programmer was required. It was reviewed that the rep should continue charging and then clear the por as soon as the ins was at a 25 percent charge. It was reviewed that a clinician programmer was required to clear the por. No symptoms were reported. The event occurred in 2019. No further complications were reported/anticipated. Additional information received from a manufacturer representative (rep). It was reported that the device was taken out of over discharge and the por was cleared. No further complications were reported. Additional information was received from the consumer 2020-01-23. It was reported that the patient had her ins replaced, noting that it wasn¿t really working. The patient clarified that her old ins wasn¿t really working anymore because she was unable to charge it. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery was implanted in (B)(6) 2013 and it was replaced on (B)(6) 2020. The battery was replaced due to being unable to recharge. The battery was discarded by the hcp. No further complications were reported.